Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that he had been using the infusion sets. He had some of them go bad, and would like to get replaced. Had them bend and sometimes put in and will high give blood glucose. The customer stated he was hospitalized for high blood glucose on (B)(6) and was wearing pump. Patient's blood glucose at time of incident was over 600 mg/dl. Patient's current blood glucose was 93mg/dl. The customer had treated with manual injections on saturday. The customer was given insulin drip and intravenous fluids. The drive support cap appears normal (slightly indented). The customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.